Event description:
It was reported that during the implant attempt, when using the first catheter, the lead dislodged while slitting. A second catheter was used but could not reach the target position due to patient anatomy. A third catheter was used and the lead was positioned. The parameters of the lead were tested, but there was bad sensing and bad threshold. After several attempts to position the lead, the lead was implanted in a new location using a fourth catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).